Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Corrected data: in the initial report g3 was reported as "aug 26, 2021" in error. The correct date is 09sep2021. The correct g3 date has been updated in this report.

Manufacturer narrative:
Date of event is estimated. Exact explant date is unknown. The device was explanted sometime in 2019-2020. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received

Event description:
Related manufacturer reference number: 3006705815-2021-04540. It was reported that the patient experienced infection at the one of the ipg sites. As such, surgical intervention took place wherein the ipg was explanted on an unknown date to address the issue. Reportedly, infection has been resolved. It is unknown which ipg was explanted. Hence, both ipgs are being reported.